Event description:
Medical affair's spoke to pt's family member who mentioned that the pt's meter had been giving false low readings. Pt was experiencing symptoms of "laying around and sleeping all the time". Pt's family member had pt test the blood sugar and obtained 136mg/dl. Family member took pt to the hosp because they knew something was wrong. Forty-five mins later lab result was 336mg/dl. Pt was admitted in ICU for 3 days and per family member diagnosis was due to the blood sugar. Per family member, pt was treated with IV. Customer service was unable to resolve the issue and sent pt a new meter.